Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed blisters and open skin on her back under the therapy electrodes. The patient's physician prescribed moleskin for the irritation. The patient reported that the irritation improved with the use of the moleskin.